Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that during an orif fibula fracture procedure, the surgeon was using the line drive to reduce the fracture, and when he tightened the clamp down, part of the jaw of the forceps broke off. Broken fragment was retrieved. The surgeon used another forceps in the small fragment. Set to complete the procedure with no further problem. Device is available to return.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development evaluation revealed that both the main body and the broken jaw of the clamp were returned. The broken jaw shows sign of wear. It appears that a drill or burr cut into it leaving a deficit. The device itself does not carry a lot number. The device is designed to temporarily hold bone fragments in place intra-operatively. The device functions according to its original design intent. Since no lot number is etched on the device, the date of manufacture can not be determined. According to the engineering drawing, the device should be carrying a lot number as of (B)(4) 1995. This implies that the device is at least 17 years old. The manufacturing evaluation showed one tip was broken off. Either too much force was applied to the tip or it broke due to a corrosion tension crack. It is concluded that this complaint is invalid.